Event description:
In 2009 - pt for aortic valve replacement with a 21-mm hancock aortic valve prosthesis, and in process of suturing valve, suture broke. Physician documented: "this was sutured in place using interrupted 2-0 pledgeted ethibond sutures. As we were tying down the sutures, approximately 2/3 of the way through, one of them broke and it was just under the orifice of the right coronary artery. This necessitated removing the sutures that had been placed to fix this leak. In doing so, we were concerned about the sewing ring of the valve. Therefore, this valve was replaced with another one, and this was a 21-mm hancock 2 aortic valve prosthesis and this was sutured in place using interrupted 2-0 ethibond sutures. These were also pledgeted and the valve seated well and we had what we felt was a good fit. After all the sutures were tied, we inspected this area. The valve leaflets moved well, and the sewing ring was seated in the annulus very well." Pt transferred out to sicu in stable condition and ultimately discharged four days later, to rehab hosp.